Event description:
After the iab was inserted in the cath lab, the balloon would not inflate, and the pump experienced "kinked catheter alarms." When viewed under fluoroscopy, the catheter was noted to be twisted. As a result of this, the iab was removed and replaced. There were no associated pt complications.